Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the valve was explanted and replaced. Following implant, one of the leaflets was not completely closed and moderate reflux occurred. No adverse patient effects were reported.